Event description:
A user facility reported to olympus that the image did not appear and the device would not take pictures. The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The evaluation found a faded label on the rear cover and the rubber part on the rear cover packing was noted chipped. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.